Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (fibers). Best corrected visual acuity (bcva) was 20/25 at the last exam which was a decrease compared to baseline bcva which was 20/22. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -3.50 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted, the surgeon noting lens opacity-asco. Surgeon also performed phaco-emulsification and iol implantation. Surgeon states that the patient "developed asco after 5 months surgery."